Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 569 mg/dl. The customer also experienced ketones, vomiting, headaches and nausea. The customer stated that her infusion set came off and she didn't realize it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.